Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)). The non-reproducible, falsely elevated access accutni+3 results were reported outside the laboratory and questioned by the physician. The customer repeated the samples on a secondary access 2 immunoassay system (serial number (B)(4)) and the results recovered lower, within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient samples were collected sodium heparin non-gel tubes and centrifuged at 3000 revolutions per minute (rpm) for eight (8) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a preventative maintenance procedure on the instrument. The fse also replaced the wash valve sensor, stator and rotor. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the event although no one specific part can be identified as the sole contributor.